Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the speaker detached from the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pumps volume was too low during an unspecified process step. There was no patient involvement. No additional information is available.